Event description:
Procedure type: - laparoscopically assisted distal gastrectomy. According to the reporter: the first firing on duodenum was done with no problem. At second firing on the stomach, the staples were not formed in a b shape. The tissue was not so thick. There was oozing and tissue damage, but not so severe, and the procedure was continued. The part was over sewn by mini-laparotomy and the b-1 was performed manually. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Nothing fell into cavity. No ill effect on pt. The clinical sample was discarded at the site due to infection.

Manufacturer narrative:
(B)(4).